Manufacturer narrative:
Our company has no further information regarding this lead revision. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information from this patient stating their atrial lead was replaced with a non-boston scientific crm lead because it stopped working. This was the first time our company was aware of this.